Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the patient outcome could not be conclusively determined through this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient transitioned to comfort measures only with a bowel obstruction and was not a surgical candidate. The ventricular assist device (vad) coordinators stated that the outcome was not device or therapy related. The device was not explanted.